Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. No device is being returned as they no longer have the capsule or delivery device. There was no reported patient outcome.

Manufacturer narrative:
Additional information: (expiration date, lot#),(fdp, fdd) .if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach. The capsule calibrated perfectly, but it would not release from the delivery device. Through multiple attempts, and ¿breaking the handle¿ the device would not separate. They had to ¿pull the already attached/deployed capsule¿ off the patient to be able to remove the delivery device from the patient. The procedure itself did not have to be repeated, only delayed due to the recalibration time and the successful deployment of the second capsule. There was no patient harm. No device is being returned as they no longer have the capsule or delivery device.